Event description:
Same case as MDR ID: 2134265-2014-02385. It was reported that shaft fracture occurred. The target lesion was located in the severely calcified right coronary artery. A 16 x 3.50 promus premier stent delivery system was selected for use and advanced but failed to cross the lesion. Three additional attempts were made with other 12 x 3.50 promus premier stent delivery system but still failed to cross the lesion. A final attempt was made with an 8 x 3.50 promus premier stent delivery system without success. The physician have decided not to perform angioplasty to the patient instead, the patient was sent to the cardiologic unit for re-evaluation. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination of the device found that the shaft was broken approximately 154mm distal to the strain relief. It was also noted that the device was returned to the complaint investigation site with the stent dislodged from the balloon. The stent itself was not returned to the complaint investigation site for analysis. The balloon was found to have the stent impressions on it, indicating that the stent was crimped per process in the correct location during manufacturing. The tip was slightly flared. The hypotube was kinked at various locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).